Event description:
It was stated that the customer was experiencing high blood glucose levels and no delivery alarms. The customer's blood glucose reading was 13 mmol/l. Troubleshooting was performed and the insulin pump passed the prime, high pressure and self tests. However, the insulin pump failed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.